Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic, several stored episodes of non-sustained oversensing were observed due to post-paced t-wave oversensing. It was recommended to perform further testing after changing the egm channel to v sense amp. Patient will be monitored.